Event description:
The tech alleged that the brake casters are not holding while in brake mode. No pt impact.

Manufacturer narrative:
The tech installed a brake and steer upgrade kit to resolve the issue.